Event description:
Oscillating saw blade used - when handed off to tech, small tooth of blade noted to be broken off in pt. Surgeon made aware - surgeon determined the piece was too small to be seen on x-ray and to do any harm to pt. Another blade used.